Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass, a minor scratched display window, a scratched case, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a damaged and cracked insulin pump due to a fall. The customer's blood glucose level was 114 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.